Event description:
It was reported that during setup for the case, the tcm would not come out of the start-up mode. The case was completed successfully with no patient injury.

Manufacturer narrative:
The tcm was returned to the manufacturer for investigation. The complaint could not be duplicated in the received condition, but by taping off connections on the a/d board, a similar issue was re-created. The root cause could not be identified. All connections were cleaned and the unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.